Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. The fse replaced the display controller and this resolved the issue. The fse then performed all functional and safety test as per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a scrambled display. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.